Event description:
It was reported that the patient experienced spinal cord stimulator (scs) was not helping with her pain. The patient underwent a scs system explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a year ago from (B)(6) 2026 aware date. D6: explant date: 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 20958877, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 20958877, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI) #: (B)(4).